Event description:
It was reported that the patient went in for a laparoscopic appendectomy on (B)(6) 2021. On (B)(6) 2021 the patient was brought back to the operating room for a re-op. In the initial procedure they fired using a white vascular reload across the meso appendix. During the re-op 1300 milliliters of blood was removed from the patient. On the re-op they used a ligasure to seal the meso. According to the contact at the facility they never captured the meso when he staples across and that may have been what led to the bleeding, but they are not sure.

Manufacturer narrative:
(B)(4). Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. The following information has been request. To date, no response has been provided. Should additional information be provided at a later day, a supplemental report will be submitted. Please explain what is meant by the statement ¿never captured the meso when he staples across¿? Was the appendicular stump and meso appendix taken in one 60mm firing or separately? What color cartridge was used throughout the entire procedure? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.